Event description:
It was reported by the rep that the (1) pmw35 was used during an unknown procedure. It was reported that the staple would not release from the instrument. There was no pt consequence.